Event description:
It was reported to boston scientific corporation that an rx bilary stent was used during a stent placement procedure in the biliary tree performed on (B)(6) 2012. According to the complainant, during the procedure, the device was advanced over a hydrajagwire guidewire (bsc) and into the common bile duct until the guidewire exited out of the exit ramp. When the guidewire exited at the ramp, the pull wire popped out of the exit ramp as well. It was confirmed no other damage was noted to the device and there were no issues with the guidewire. The procedure was completed with an advanix biliary stent and naviflex delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the push catheter to be torn, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the event of push catheter broken. The delivery system was returned for evaluation; the stent was not returned. Visual evaluation of the device revealed the pull wire to be kinked and dislodged out of the exit ramp. The ramp window and working length of the push catheter were noted to be torn. The guide catheter and pull wire were exposed at the location where the push catheter was torn. Based on the condition of the returned device, it is likely the pull wire bent and popped out of the push catheter due to anatomical or procedure factors encountered (such as tortuous anatomy or maneuvering of the device), and lead to the tear in the push catheter. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.